Event description:
It was reported that a device continuously alarms "door not fully latched." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed reported symptom of "keeps showing door not fully latch" caused by a failed upper link switch. The failed upper auxiliary assembly was replaced.